Event description:
It was reported by repair work order that the unit would not reach full load height. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.